Event description:
Subsequent to the initial MDR, a correction was updated on 2/19/2024.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the sensor was not working occurred. On (B)(6) 2023, the patient experienced exhaustion, weakness, thirst, and malaise. The patient did not check the blood glucose (bg). The continuous glucose monitor was reportedly not working. The spouse brought the patient to the hospital. The bg by staff was 771 mg/dl and the patient was diagnosed with diabetic ketoacidosis. The patient was treated overnight with 8 bags of fluid and an insulin drip and was released after she was doing better. At the time of the report, the patient was doing fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.